Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument and identified dirt on the line. The potassium electrode was changed, the line was cleaned, and the pipe was replaced. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware failure. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: issue with ionic selective electrolyte (ise). There was no report of death or serious injury.

Manufacturer narrative:
Operator of device, health professional.